Manufacturer narrative:
The user facility submitted medwatch mw5109241 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during midazolam therapy (dose, programmed amount and delivery rate unknown). It was stated, "versed infusing via IV pump, no alarms, writer noticed bag not emptying. Switching to different IV pump and infusion running with no issues." There was no known patient injury or medical intervention associated with this event. No additional information is available.